Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed the charge and boot testing. The receiver log was attempted to download and review but it failed and could not be performed. The receiver functional test was attempted but could not be performed. The receiver case was opened for an interior inspection and it failed. The moisture detection sticker was found to be activated. The reported event that the receiver ceased to function was confirmed because the receiver failed the internal inspection.. The root cause was determined to be moisture damage.